Event description:
Provider states the end user alleges joystick is not accurate. Additional reportable malfunction for this device; (B)(4) - left arm support not secure. (B)(4) - upper seat is loose to the left.